Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter was not powering on. The customer service representative (csr) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue occurred approximately 3 months ago (exact date/time unknown). The patient reportedly manages his diabetes with an unknown fixed type/dose of insulin and it is not known if he made any changes to his usual diabetes management routine in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient claimed he developed symptoms of "feeling low, dizzy, lightheaded, weakness." On (B)(6) 2013, he stated, he went to the emergency room where he received insulin treatment from an hcp, however, this form of treatment could not be confirmed since the patient was unavailable for follow up. At the time of troubleshooting, the patient stated, the meter was placed in the laundry mistakenly and therefore, became damaged. He no longer had the meter or supplies. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly required medical intervention from an hcp after the issue began.